Event description:
It was reported that during the lead revision procedure, both the lead and pacemaker were explanted. An insulation break was suspected as this right atrial lead displayed high threshold, low impedance measurements and had dislodged into the ventricle. The revision procedure was unsuccessful and this lead was removed (capped) from service. The lead was actively implanted for approximately 2 years, 4 months.

Manufacturer narrative:
Subsequent to the FDA letter of 26 may 2006 that has been inadvertently misplaced oscor is making a corrective action of converting all summary reports to MDR's, starting from third quarter of 2006 up to march 2007. The manufacturer does not have possession of the device, as it is capped off inside the patient. Without subsequent analysis of the subject lead device, the manufacturer is unable to fully evaluate the reported event. The event will be reopened if additional information becomes available.